Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Consumer alleges she was at a bus stop and the chair allegedly went into traffic and she was allegedly hit by a car.